Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) level dropped to 50 mg/dl for an undisclosed time wearing the pod. The patient had an overnight low bg, and the patient¿s sister had concerns that there was something underlying that was leading to this. On (B)(6) 2025, the patient went to the emergency room (ER) to seek medical attention. The patient symptoms included a loss of continence and concern of a bladder infection. There was no diagnosis provided while at the ER. The patient was treated with fluids. The patient¿s sister advised it was likely that the settings were incorrect. The patient was having overnight low glucose, hypoglycemia, likely due to stacking. The sister stated the low bg levels were treated with carbohydrates. The patient¿s healthcare professional has since adjusted the settings. The family is confident that this will eliminate stacking and have a better impact on overnight glucose. The patient was in the ER for a few hours and released that same day.